Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain fio2 levels could not be confirmed or duplicated. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels. There was patient involvement associated with the reported event. The patient was successfully transferred to a different vocsn for continued care. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.